Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "flow rate too low" was not reproduced. The pump passed the flow rate accuracy testing and it is within the acceptable tolerance range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's flow rate was too low during testing at the biomedical service department. There was no patient involvement. No additional information is available.